Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The nurse who was performing the loading was trained but not experienced. When she loaded the seal, it was crooked so it could not be used. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. The nurse agreed this was a user error.

Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/20/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to mitral regurgitation. No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was also requested, however, it was not provided. A device history record review is in process. Device not returned.